Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with technical support. The customer stated that removing some loctite (glue) resolved the issue.

Event description:
It was reported that during testing the ventilator was failing the electrical test with 22 volts. There was no patient involvement. The event date was not specified; estimate used.